Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported unk-velys-sasi was not returned for evaluation. However, the investigation showed that on intake, it was confirmed that the user accidentally unlatched sasi during resection, which lead to an application-terminating error. Engineering has determined this instance as having similar conditions to a previously-investigated application-terminating error related to the unclasping of the sasi where it connects to the planar articulator. Based on the provided confirmation that the clasp was accidentally unlatched; the most probable error that occurred was a saw3 xxx318. However, without the return of the sasi, the root cause for the disengagement could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d10. Concomitant med products and therapy dates: robotic assisted satellite station device, robotic assisted base station device (23jan2025). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device reported is for an unknown saw interface device. Therefore, the d1, d2, d4: the device brand name, catalog number, lot serial number and UDI are unknown at this time. D4 h4: the device expiration date and date of manufacture are unknown at this time.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that a robotic assisted saw interface device was being used with a base station device and a satellite station device. It was reported that during the first femur cut an error code was observed. It was reported that the connections to the robot were checked, and they found that the lever on the sasi connecting it to the robot had come loose. It was reported that the procedure was completed the next day. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.